Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter aortic valve implant, including portico and navitor valves were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, prior permanent pacemaker implantation, prior stroke, chronic kidney disease, severe aortic regurgitation and high gradient.. Some of the complications reported were spontaneous embolization into aorta, migration into left ventricle, incomplete release from delivery catheter, embolization during post dilatation and loss of capture during implantation; these complications are anticipated for the procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography¿, was reviewed. This research article is a retrospective single-center study aimed to analyze the incidence of transcatheter valve embolization and migration (tvem) in a large cohort of patients undergoing transcatheter aortic valve implantation (tavi) and to examine embolized valves by computed tomography (CT) late after tavi. The devices included in this study is edwards sapien xt, edwards sapien 3, medtronic corevalve, medtronic evolut r/pro, abbott portico, abbott navitor, acurate neo, allegra, directflow, centera, lotus. The article concluded tvem represents a rare complication of tavi. Follow up-CT detected no pathological findings requiring intervention. [The primary and corresponding author of this article henryk dreger, md, 1medizinische klinik mit schwerpunkt kardiologie und angiologie, charité ¿ universitätsmedizin berlin, berlin, germany]. A total of 3757 patients underwent transcatheter aortic valve implantation (tavi) between from july 2009 to july 2021. A total of 54 patients met the criteria for transcatheter valve embolization and migration (tvem). 16 portico/navitor valves were part of the tvem group. The mean age of the tvem group was 78 years old and the majority of the patients were female. Comorbidities included arterial hypertension, prior permanent pacemaker implantation, prior stroke, chronic kidney disease, severe aortic regurgitation, high gradient.

Manufacturer narrative:
Literature article: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.